Event description:
The customer's parent reported via phone call that the customer did not receive any insulin from their insulin pump. The parent was advised to examine the alarm history. Troubleshooting was not completed as the insulin pump was not present with the customer's parents. Customer's blood glucose was over 600 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.